Manufacturer narrative:
Unit received with cracked case on battery tube area. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, damaged keypad overlay texture, severely faded serial number label, cracked battery tube threads and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is cracked at the battery compartment. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.